Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable pacing lead (ipl), after purging the stent system and before entering it through an introducer, a partial release of the first crown was observed. Without forcing the material is separated, and the rest of the stent is released out of the patient. The material is removed. The ipl was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.